Event description:
The unimax omniclose trocar site closure needle cut the suture when used to grasp the suture and bring it up through the skin. When the graspers were closed and pulling the suture in, it cut through the suture instead of grasping it.